Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing (atp) during a bigeminal rhythm. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.